Manufacturer narrative:
H3 and h6 - updated. Two devices were received for investigation. During visual inspection no damage or other defects were detected on the samples. Both devices were then functionally tested. The samples were tested, it was inflated with a syringe and submerged under water to detect any leakage; both samples failed the test. The reported complaint is confirmed. This issue will continue to be monitored and further actions taken accordingly. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube was placed and found leaking after 2 days of use. The affected item packaging was discarded. Reported lot number was user facility's "assumption". This problem was solved by replacing with a new one. The event occurred while in use with patient. Two product faults reported.